Event description:
On (B)(6) 2021, this patient underwent an emergency endovascular treatment of a ruptured type b acute aortic dissection using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. After implantation of ctag/ac, the access angiography revealed a vessel dissection from the right common iliac artery to the right external iliac artery (approximately 2 cm). No additional treatment was performed, and the physician decided to monitor the patient. Reportedly the patient was on dialysis and had a poor access site.

Manufacturer narrative:
H6: investigation findings and conclusion codes.